Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards israel affiliate, during a transfemoral valve in valve tavr procedure with a 29mm sapien 3 valve in an edwards surgical perimount valve, damage was observed upon removal of the esheath. Per images provided, the distal tip was torn. There was no injury to the patient.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation, and a device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A visual inspection was performed, and the following was observed: distal tip of the sheath was torn radially with the tip still attached, tip did not open along axial score line, but all score lines were present, scratches along the hdpe, and the liner was fully expanded as designed. Post procedural imagery of the esheath showed the distal tip to be torn radially, with the tip still attached; the tip did not open along the axial score line. The liner also appears to be fully expanded as designed. In addition, 3mensio imagery shows that there was presence of tortuosity in the patient's access vessels, specifically near the aortic bifurcation. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for esheath distal tip torn was confirmed. However, no manufacturing nonconformance was identified during evaluation. Per the complaint description, 'the implant went smoothly with good outcomes but one the physician withdraw the e-sheath he noticed it was damaged.' Review of the returned device and imagery shows the esheath distal tip to be torn radially. A product risk assessment (pra) and CAPA was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. The failure mode is characteristic of sheath tip tear events as described in the pra. While a definitive root cause was unable to be determined, previously investigation indicated that the tear is attributed to improper tip expansion, resulting in interface between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access vessel tortuosity near the aortic bifurcation. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath distal tip, which may lead to the valve struts to catch onto the sheath tip, tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Post procedural imagery of the esheath showed the distal tip to be torn radially, with the tip still attached; the tip did not open along the axial score line. The liner also appears to be fully expanded as designed. In addition, 3mensio imagery shows that there was presence of tortuosity in the patient's access vessels, specifically near the aortic bifurcation. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for esheath distal tip torn was confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. Per the complaint description, 'the implant went smoothly with good outcomes but one the physician withdraw the esheath he noticed it was damaged.' Review of returned imagery shows the sheath distal tip to be torn radially. A CAPA was previously initiated to pursue potential process improvement activities regarding tip expansion. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. The failure mode is characteristic of sheath tip tear events as described in the pra. While a definitive root cause was unable to be determined, previously investigation indicated that the tear is attributed to improper tip expansion, resulting in interface between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access vessel tortuosity near the aortic bifurcation. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath distal tip, which may lead to the valve struts to catch onto the sheath tip, tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.